Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the issue was identified while the system was not in clinical use. No harm to the patient or user was reported. A philips remote service engineer (rse) contacted the customer and confirmed that there was no connection with the frontal detector controller (fdc) after 30 seconds, and the resource was unavailable. Onsite service was recommended. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting and analysis of the system logfiles found that the r1 fdc indicator light was red, but restarting the system and adjusting the fdc cables didn't fix the issue. The fse again restarted the system after a major power outage occurred and this resolved the issue. After the system was successfully restarted, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.